Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stimulation had not been perceived for approximately one week, and battery depletion had also decreased. The message ¿additional treatment cannot be performed¿ was displayed. When the intensity was decreased and then increased, the same screen was displayed again. After consultation with the hospital, it was stated by the attending physician that the issue could not be addressed at the hospital and that the manufacturer should be contacted for further support; therefore, contact was made. It was explained that a review of the settings might be required, and the patient was advised to consult the medical institution; consent was obtained. In a follow up call, it was reported that stimulation had not been perceived for approximately one week, and that the message ¿additional treatment cannot be performed¿ was displayed when an attempt was made to adjust the intensity. Although charging was possible, battery depletion was minimal. It was also stated that the attending physician had instructed that the manufacturer be contacted regarding this issue. In addition, pain in both legs was reported, and the patient was advised to consult the attending physician again regarding treatment. The next appointment had been scheduled for may 18; however, as this was still some time away, a request was made for contact by the responsible representative. It was communicated that a follow up call would be made by the responsible representative to discuss next steps and future actions. It was noted the issue was not resolved at the time of the report. Additional information was received from a manufacturer representative (rep). The rep visited the customer today and found the cause of the issue was a lead fracture.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID th91scsr lot# serial# (B)(6): product type mobile platform product ID ne u_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2: the country of the event is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.